Event description:
The customer reported a control panel error message display. This message likely resulted in a loss of imaging functionality. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable.